Manufacturer narrative:
Additional information: d10, g2 (add source), h6 (update codes), h11. H11: the devices were not returned and the serial number are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps (lvp) were too heavy for their IV poles which resulted in multiple occurrences of the IV pole tipping over with the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.